Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
A customer complaint was received in regards to the merge hemo clone mode that is being lost on the dell t3610's for the large screen monitors that are being connected during start up. When this happens in the field it is difficult to set this up as screen resolution is only available as a selection from the operating system when not connected through remote desktop protocol (rdp). The system starts up but the monitors show a black screen. Sites that choose to connect to a 3rd party monitor in the cath lab and a merge provided monitor in the control room may experience this issue. With this hardware configuration, the system is set up in clone mode to display the same "images" on both monitors. This hardware configuration along with the operating system may result in loss of clone mode. (B)(4).